Event description:
It was reported that the patient was experiencing shocking sensation at the ipg site. The patient underwent a ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.